Manufacturer narrative:
Follow-up #1: date of submission 08/03/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/17/2015 with the following findings: the keypad cover was intact, but the down, up and ok buttons had an intermittent response. There was moisture observed behind the display. The keypad was removed and no contamination was found under the button contacts. The pump case was removed and moisture damage was found internally. Unrelated to the original complaint, the display was distorted and the battery compartment was cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow and ok buttons were under responsive. Reportedly there was also moisture present behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.